Event description:
Patient arrived in operation room as emergency on january 31, 1993 for redo mitral valve (implanted 1/6/93) replacement using a #31 prosthesis. Patient was in critical condition in ICU until 2/2/93 patient was pronounced dead at 9:35 on the morningdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown, other, inherent risk of procedure, leaflet. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.